Event description:
It was reported that pump battery gauge was not always correct and pump needed charging approximately every 1.5 days, with battery depletion noted at about 10% per day, on a device that was beyond its 5-year use period. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, was out of warranty, and had already started process of obtaining new device, and no additional information was received regarding the outcome of the event.